Event description:
Procedure type: lap chole. According to the rptr: the tip of the 5mm bladeless prot is bent and a piece of the blade is broken. The piece of the tip was retrieved. Minimal delay in or time. No bleeding or pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).